Manufacturer narrative:
Additional patient ID (B)(6). Additional device product code: ktw. UDI# (B)(4). Event occurred intraoperative. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent surgery for a left open distal radius fracture. During the surgery, a 2.7 cortex screw from a small fragment set broke. The screw shaft was left in the bone and the screw head was removed. It was the last screw placed when it broke. No additional screws were used. The surgery was completed successfully without further issues. There was delay in surgery time. The patient outcome was reported as being fine. Concomitant devices reported: 2.4mm va-lcp 2-clmn vlr dstl radius pl 7h hd/5h shaft/left (part # 02.111.751, lot # unknown, quantity 1), screw driver (part # unknown, lot # unknown, quantity 1). This report is for one (1) 2.7mm cortex screw. This is report 1 of 1 for (B)(4).